Event description:
It was reported that indicated battery charge on pump dropped by about 45% in short time, and customer also experienced ongoing charging issues that were not resolved by trying different wall adapters or charging cables. There was no adverse impact to the customer¿s blood glucose level, and there was no pump shutdown or inability to turn pump back on. Customer continued to use current pump while planning to rely on alternate insulin method if necessary; technical support arranged expedited shipping of replacement pump with updated software.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.